Event description:
Swelling in right knee, bilateral knee swelling {joint swelling}. Bilateral joint effusion {joint effusion}. Case description: spontaneous report was received on (B)(6) 2012 regarding a (B)(6) female patient, initials (B)(6), with knee pain. The pt¿s medical history was significant for previous medical device implantation with synvisc injections (without any problem in 2008). On (B)(6) 2012, the pt received treatment with synvisc one (hylan g-f20) injection (once) in both knees (dose not provided). The lot number of synvisc one was not provided. On (B)(6) 2012, in morning the pt experienced swelling in right knee. The next day, knee was drained and she received cortisone injection. The event resolved. Later, the right knee swelling came back. On (B)(6) 2012, the pt experienced swelling in left knee. The same day in afternoon, both the knees were drained. On (B)(6) 2012 in morning, both the knees were swollen again. It was reported that the right knee was worse than the left knee. The events of swelling in right knee, bilateral joint effusion and bilateral knee swelling were not yet recovered . Relevant concomitant medication were not provided. The intensity for all the events was not provided.